Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Also, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and sensor board. The internal battery and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. During the investigation the root cause of the sensor board not failing was found to be due to transducer (mt2) being out of tolerance.